Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. The customer had put a new battery still screen was black blank. Customer reported the time clock did not advance. No alarms occurred during or after the time that the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a blank display, problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify frozen screen anomaly due to blank display.